Event description:
Our bd veritor antigen machine identified a false positive test result for covid-19 for an employee. We followed up with 2 consecutive pcr tests for covid-19, and both returned with negative results for covid-19 verifying the false positive with the bd veritor antigen machine. The 2 pcr tests were performed due to the positive antigen test via the bd veritor machine and employee being asymptomatic. FDA safety report ID# (B)(4).